Event description:
Additional information was received that an aortic valve-in-valve replacement with a transcatheter valve was performed on (B)(6), 2024. No additional adverse patient effects were reported.

Manufacturer narrative:
B5: updated g2: corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of this 25mm avalus bioprosthetic valve, the patient experienced multiple syncopes, dizziness and leg edema. A computed tomography scan (CT) performed revealed calcification of the valve leaflets and an echocardiogram performed revealed post endocarditis morphological changes and medication was given. Subsequently, the patient successfully had an aortic valve -in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.